Event description:
It was reported that during the stenting procedure of the "sma", the stent separated from the balloon shaft and was noted to be in the abdominal aorta. This was successfully retrieved with a snare and the procedure was aborted. There were no reported pt complications.